Event description:
Related manufacturer report number: 2017865-2022-21240. It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was in stable condition.

Manufacturer narrative:
The pulse generator was received in normal working conditions with battery voltage above elective replacement indicator (eri). No anomalies upon visual inspection of the header were noted. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to distribution.